Manufacturer narrative:
The replaced portion of the percutaneous lead (driveline) was returned for evaluation. Review of the submitted system controller log files confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The log file captured multiple low speed events and pump stoppages on (B)(6) 2017, which were associated with low speed advisory/hazard and low flow hazard alarms as well as elevations in pump power up to 10.6 watts. The abnormal pump operation occurred while the patient was operating on the mobile power unit (mpu) and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 14.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. No areas of damage were noted to the outer silicone sleeve or clear bionate layers. The metal braided shield appeared to be in overall good condition for almost one year of use; only some minor breakdown of the metal braided shield was observed on the distal half of the returned driveline segment. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The account reported that an additional pump stoppage occurred following the driveline replacement, which was confirmed to have occurred on (B)(6) 2017 while connected to the mpu via submitted log file data. The patient was provided an ungrounded patient cable for tethered power support. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 11 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported pump stoppages occurred while connected to the mobile power unit (mpu). When the lvad system was connected to batteries, the alarms resolved. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed a pump stoppage on (B)(6) 2017 that appeared to have occurred only while the lvad system was connected to the mpu. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted revealed the portion of the driveline internal to the patient to be fairly taut. It was reported that the patient was morbidly obese. The patient reportedly suffered a mechanical fall on (B)(6) 2017; however, denied any trauma to the chest or driveline. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed on the entire external portion of the driveline. After the replacement, the patient was placed on a grounded power module patient cable and the alarms did not immediately return. On (B)(6) 2017, it was reported that the patient was readmitted due to recurring low flow and low speed alarms while connected to the mpu. The manufacturer¿s technical services representative reviewed the submitted log file and observed a lone pump stoppage event on (B)(6) 2017. The customer was informed another replacement could not be performed since the entire external portion of the driveline had already been repaired. The patient was provided a power module and two ungrounded power module patient cables for use while on power module support. No additional information was provided.